Manufacturer narrative:
The insulin pump had a blank display due to broken and missing battery tube spring. The device had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The device was not received with original battery cap.

Event description:
Customer reported the battery was stuck on the insulin pump and it got stuck in the device. Customer attempted to shake the device and everything else but nothing will get the battery out of the device. Customer's blood glucose was 144 mg/dl. No further information reported.